Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, no delivery, self test and unexpected restart tests. No unexpected external ram crc, unexpected restart or displayable history error alarms were noted during testing. However, a displayable history error alarm was found in the alarm history due to a corrupted history file. The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display were noted. The pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer had called on (B)(6) 2016 to report that when he woke up, his blood glucose was 372 mg/dl and when the reading didn't go through, he noticed the display on the insulin pump was blank. He removed and reinserted the battery and received a battery out limit and a displayable history check failed on startup error alarm. The customer stated the battery was showing as low and it lasted less than a week. Troubleshooting was done and the customer was sent a replacement battery cap. He called back on (B)(6) 2016 to report that he received the replacement battery cap which did not solve the issue. He changed the battery cap and inserted a new battery but the indicator was showing 3 bars. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.